Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a endoscopic retrograde cholangiopancreatography procedure (patient age, gender and weight unknown) in 2008. According to the complainant, "the tip of the basket [detached] and [it remained] in the pt. The stone was too large to remove from the bile duct and the [procedure] was not completed due to this event. The pt will be scheduled for surgery [date unknown] to remove the stone." At the conclusion of the procedure, the patient's condition was reported as "fine".

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the basket tip detachment is undetermined. A review of the device history record for the pertinent lot was completed; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been reported for the lot. The february 2008 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.